Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient underwent gamma3 surgery on (B)(6) 2016. The patient was in a state of nonunion for approximately one year and a half after surgery, but she was living as it was because she had no problem in her daily life. However, she complained a pain of femur in (B)(6) 2018 and the nail breakage was confirmed. Revision surgery was performed on (B)(6) 2018.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, left gamma3® ø10x300mm x 120° was alleged of issue k-170 (implant breakage - nail) could be confirmed, since the returned device matches with the alleged failure mode. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal drill hole for the lag screw. Mechanical damages ¿ drill marks at and inside the proximal drill hole and around the initial crack ¿ had been caused by contact with the step drill. Such damage causes additional notch effects. The nail broke in fatigue manner after an implantation period of approximately 18 months. The customer reported that the nail was broken after approx. 18 months of implantation. According to an internal literature research the normal femur bone fracture consolidation is done after 8 to 24 weeks. A not healed bone after 6 months is classified as non-union, means the bone did not heal due to patient conditions. Based on the given information the case is attributed to the patient (delayed healing) a review of the labeling did not indicate any abnormalities. It is clearly mentioned under ¿adverse effects¿ that ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if any further information is provided, the investigation report will be updated.

Event description:
The patient underwent gamma3 surgery on (B)(6) 2016. The patient was in a state of nonunion for approximately one year and a half after surgery, but she was living as it was because she had no problem in her daily life. However, she complained a pain of femur in (B)(6) 2018 and the nail breakage was confirmed. Revision surgery was performed on (B)(6) 2018.